Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid in the drain bag and a "bit of pain that could be peritonitis". It was reported the patient was "due to be going into the hospital". The cause of the event, treatment and patient outcome were not reported. Pd therapy was immediately stopped then resumed. No additional information is available.